Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age & dob not available for reporting. Date of event: unknown. This report is for unknown plates: distal radius/unknown lot number. Implanted date: the plate and screws were originally implanted on an unknown date. Explanted date: not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The plate and screws were originally implanted on an unknown date due to a distal radius fracture resulting from a fall in (B)(6) 2017. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient is scheduled for a hardware removal of a plate and screws on (B)(6) 2018 due to incomplete fracture reduction and a screw that is in the joint. The plate and screws were originally implanted on an unknown date due to a distal radius fracture resulting from a fall in (B)(6) 2017. The patient also underwent bone grafting in the original surgery as the bone was crushed on the one side. This report involves 2 devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient¿s height reported as 5 feet 6 inches. Without the specific part and lot number, the UDI number is not available. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that a patient is scheduled for a hardware removal of a plate and screws on (B)(6) 2018 due to incomplete fracture reduction and a screw that is in the joint. Both of which have been reported as caused by improper implantation of the devices (surgeons error) and not malfunctioning of the device. All of the devices were removed during the march 6th procedure and the patient was revised to a new plate and screws (stryker). The patient was in good condition following the hardware removal and revision.